Event description:
Per the clinic, the patient was prescribed 875 mg of augmentin (duration not reported) on (B)(6) 2013 due to an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.